Event description:
It was reported that the anesthesia system generated a technical error code indicating a pressure sensor error. There was no patient involvement. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: flow-I c20, corrected brand name: flow-I c20 anesthesia system. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6888520

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, the replacement of the inspiratory pressure transducer printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The pressure transducer pcb is part of the pressure measuring in the system. System checkout performed after case revealed that multiple subtests failed. One of them was pressure transducer test. It failed due to zero pressure offset drift being outside defined intervals for inspiratory pressure transducer pcb. The inspiratory pressure transducer measured that zero pressure offset had drifted outside acceptable limits (drifted more than +/-300 mv from factory default), measured offset was approx. 9,9 v. Prior investigations performed for similar failure have found that the cause of this pressure transducer pcb failure is that the pressure sensor on the pcb is broken. The investigation found that the pressure sensor bond(s) was broken due to corrosion caused by contamination by cleaning detergent. Our conclusion is that the pressure sensor on the pcb was broken and based on prior investigations, most probable due to corrosion caused by contamination by cleaning detergent. However, since defective part has not been returned for the further analysis, the root cause of the pressure transducer pcb failure in this complaint has not been determined. The correction of fields #d4 catalog# and #h4 device manufacture date was required. This is based on the internal evaluation. #d4 catalog#: previous catalog#: 6677200; corrected catalog#: 6888520. #h4 manufacture date: previous manufacture date: 08/03/2022; corrected manufacture date: 04/29/2022.

Event description:
Manufacturer's reference number: (B)(4).